Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, fenestrated bipolar forceps (fbf) instrument was observed to have the soft covering around wire torn up. There was no report of patient involvement.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the grip hub. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was tested and it passed the recognition and engagement tests. The instrument released energy 2 of 2 attempts. Components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.